Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer reported a b30 error. The customer had tried multiple scopes and the issue persisted with multiple scopes. The customer was asked if a swap had been made but the customer was unable to tell as the customer was not near the unit to troubleshoot. The customer was advised to call back when near the unit for troubleshooting as this issue could be caused by multiple factors. The customer called back and stated that the issue had already been resolved. The issue occurred due to user error with humidity when using the scope right away after reprocessing. As the issue was resolved, a device return is not expected. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the evis exera iii video system center there was a b30 error. There were no reports of patient harm.